Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that puncture closure of the mildly calcified and mildly tortuous right superficial femoral artery was attempted using a proglide via 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, after withdrawal of the proglide device, the suture broke while the physician was attempting to achieve hemostasis using a suture trimmer. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.